Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a cataract extraction with intraocular lens (iol) implant procedure, the physician noticed something wrong with the lens, and the capsular bag tore. The iol was removed and changed with other lens in initial procedure. Additional information has been requested and received stated that trailing haptic tore intra optically while implanting the iol, the lens was removed and changed for another lens. The patient was happy with the current outcome.

Manufacturer narrative:
The product was returned for analysis and the reported complaint could not be observed. Only the device was returned. No iol returned. The device was returned loose in the carton. The lock-out assembly has been removed. The plunger is oriented correctly. Correct nozzle confirmed on the device. The plunger has been fully advanced outside the tip of the device. Viscoelastic is dried in the device. No damage or abnormalities observed. No lens returned. The product investigation could not identify the root cause for the reported complaint as only the device was returned for evaluation. No iol was returned. Lens has been removed from the device, lens position for the advancement cannot be confirmed. Due to this, we are unable to complete a thorough investigation to determine a root cause. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).